Manufacturer narrative:
The customer requested a third-party service to replace the turbine or blower to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
E1: reporting institution name - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the blower temperature was too high. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.